Manufacturer narrative:
Additional information received: no injury occurred. All broken parts were removed from patient's mouth. No further medical/surgical treatment was necessary. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code -4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1778748). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. Further information requested.